Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead helix would not extend completely during the implant procedure. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead became extrinsically lly distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the lead length measured 54.5 cm due to the lead being stretched. Lead has been stretched, causing the insulation to buckle, preventing proper torque transfer from the is-1 pin to the helix. The helix did not extend and retract within specification due to the proximal and distal conductor being stretched. This prevented proper torque transfer from the is-1 pin to the helix. The helix is stretched causing interference with the guidetooth in the sleevehead when extending and retracting the helix. If information is provided in the future, a supplemental report will be issued.